Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's clear reservoir cap had broken off. The customer stated insulin pump had was not water resistant, battery casing has come unglued and falls off also transmitter was not staying connected to insulin pump for full sensor wear. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.